Event description:
Product implanted at another hosp. It was believed to have been implanted for approx 1 year and explanted within one week of 1/30/97. Valve was tested after explant and found to no longer test at the preimplantation pressure for this valve.